Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient had been hospitalized with diabetic ketoacidosis (dka). The patient was wearing the pod for 4 to 24 hours on the abdomen. The patient was vomiting and having illusions, so they went to the hospital. They were treated with intravenous therapy with insulin. They were reported to be at the hospital for 5 days.